Event description:
It was reported a patient's right ventricular (rv) lead presented with under-sensing that led to functional loss of capture. No changes were reported. There were no patient consequences.